Event description:
While cleaning the tip of the vasoview hemopro for endovein harvest, one of the jaw(tip) came off. The said tip was taken off the field. Product information ref vh-4001, lot# 3000469953, and exp date 04/10/2027.